Event description:
It was reported that the display on the insulin pump was blank. The reported blood glucose reading was 91.8 mmol/l. Troubleshooting was performed, but the display could not be restored. The customer was advised to revert to a backup plan to treat his diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.